Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient undergoing an implant for a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that during the initial implant procedure the patient initially had motor responses on all 4 electrodes at 1.0 v. Once the lead was tunneled over to the pocket and connected to the battery an impedance was run with the smart programmer. It was noted by physician and the rep that the patient had zero motor responses. All four electrodes produced green check marks. It was the absence of motor responses that prompted an x-ray which determined that the lead was now out of the foramen. The lead was removed, and a new lead was placed and the issue was resolved. No further complications were reported or are anticipated.

Manufacturer narrative:
Analysis information -- 2019-08-08 08:38:15 cst pli# 10, product ID# 3889-28. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.